Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the stent (subject device) deployed in the microcatheter. There were no consequences to the patient.